Event description:
Pt was treated in may 2003 for a full-face treatment. Pt developed two saucer like divets in their left lateral forehead about 3.5 months post treatment. Thermage was notified of event three and half months later. Collagen injections were performed in the affected areas. Even with injections, divets are still visible. Pt is scheduled for follow-up with the doctor in april, 2004.